Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for a total of 245 patient samples tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Of the 245 patient samples, 89 had erroneous test results. The erroneous results were reported outside of the laboratory to the doctor. The affected assays include: the elecsys afp assay (afp), the elecsys ca 19-9 immunoassay (ca 19-9), the elecsys cea assay (cea), the elecsys total psa immunoassay (psa), elecsys ft3 iii (free-t3), the elecsys ft4 ii assay (free-t4), and the elecsys tsh assay (tsh). Please refer to the medwatches with the following patient identifiers for information related to each affected assay: (B)(6) = tsh (B)(6) = free-t3 (B)(6) = free-t4 (B)(6) = afp (B)(6) = ca 19-9 (B)(6) = cea (B)(6) = psa . Please refer to the attachment for all patient data. The samples were initially tested on the customer's e170 analyzer (named elecsys on attachment). The elecsys values highlighted in orange are erroneous.the samples were repeated using the abbott architect and wako accuraseed methods. Sample 31 was provided for investigation where it was tested for tsh, free-t3, and free-t4 on a cobas 8000 e 801 module - e801 (see bottom of attachment). No adverse events were alleged to have occurred with the patients. The serial number of the customer's e170 analyzer is (B)(4). The serial number of the e801 analyzer used for investigation was (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.